Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of lot gd892638 and gd892547.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a healthcare professional in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following information was reported. On an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering. The event of peritonitis was unrelated to baxter products.